Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) defect that occurred during a procedure. It was noted that the lead would not fit into the ins. There were no factors noted to have led to the event. The ins was changed out with a new one and the issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found the returned device passed all functional testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead and found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated device settings as follows: program 1, 0v, 210 us, 14 hz, 2+0-, with cycling off, and battery results ok.